Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 50 mg/dl. The cause of the low bg was because the customer could not get their bg within target range, and they delivered multiple boluses and a correction injection. The customer did not provide how the ER addressed the low bg level. The customer was discharged from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.